Manufacturer narrative:
The investigation conducted by isi field service engineering discovered that the vision issue experienced by the customer was associated with a faulty camera cable. The camera cable connects the camera to the system's vision cart, which then transmits the image to the surgeon's console. The system was repaired by replacing the affected camera cable and the vision quality was verified. The da vinci s surgical system user's manual explicitly states that, "environmental or equipment failures may cause the da vinci s system to become unavailable. The surgical team should always have backup equipment and instrumentation available, and be prepared to convert to alternative surgical techniques." As of (B)(4), 2009, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci s mitral valve repair surgical procedure, the surgeon experienced a pink and distorted image on the left side view of the surgeon's console during movement of the camera cable. The site swapped the camera cable ends in an attempt to resolve the issue, however, the issue moved to the right side image. Prior to contacting an isi technical support engineer for assistance the surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.